Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories: 1627487-07262012-002-r . Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not recharge the ipg was recommended. As a result the ipg is inoperable. Surgical intervention is planned to address the issue.

Event description:
It was reported the ipg was explanted and replaced with a different model. The patient's effective stimulation was restored. The patient's issue has resolved.